Manufacturer narrative:
The device was evaluated by the returns department which found that the battery does not hold a charge.

Event description:
Dealer states, the unit shuts off without any warning codes. Dealer states, it was recently repaired. No further information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the unit shuts off without any warning codes. Dealer states it was recently repaired. No further information provided.